Event description:
It was reported that a component was left inside of the patient during the initial procedure. A revision procedure was performed a few days later to remove the retained component. The patient was undergoing an acl. The surgeon attempted to increase femoral fixation after insertion of the endobutton. He tried to position the guide wire but felt resistance and thought it was bent. A new guide wire was inserted without realizing that the first wire had snapped leaving a 5.3 cm component within the femur.

Manufacturer narrative:
Due to no product being returned, evaluation, and investigation are not possible. No definitive conclusions can be made without pertinent manufacturing information or a device to evaluate. No further actions can be taken at this time. If relevant information becomes available to assist with traceability, the complaint will be revisited.